Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose event on (B)(6) 2026 and treated it with correction injection via multiple daily injection. The infusion set was used for three to four hours. The patient replaced infusion set and resumed insulin deliveries successfully.